Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 26-aug-2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 19-sep-2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 19-sep-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient got the ¿settings not available¿ message on the controller when they tried to increase stimulation. The patient mentioned that they noticed that their ins battery level was not depleting as they initial experienced. The patient stated that they charged the ins on monday and it should have depleted by now, but it wasn¿t depleted. The patient stated that they tried resetting the controller by removing and reinserting the battery pack. The patient stated that they charged their ins to 100 percent, but they were still encountering the ¿settings not available¿ when trying to increase stimulation. The patient confirmed they could decrease stimulation and only saw the message when trying to increase it. The patient confirmed that the control battery level was currently at 80 percent and the ins was at 100 percent. The patient stated that they were set to group a and only had one program available. The patient stated that they wondered if there was an issue with their lead, like if the lead was broke or something. The patient stated that they were told at the time of their replacement that their leads ¿weren¿t real good¿. When asked to clarify what this meant the patient stated that they weren¿t sure, but they thought ¿they talked about how newer leads were better, but they reused the patient¿s old leads with the new implant¿. The patient stated that they may have said something about the patient¿s lead being more fragile. The patient confirmed the replacement was due to normal battery depletion. It was reviewed that the patient could consider reducing the intensity down to zero on the active group and then increase the intensity. The patient stated that their setting was currently at 14.5. The patient chose not to decrease the stimulation to zero. The patient was redirected to follow-up with the healthcare provider (hcp) to address programming/settings issue. No symptoms were reported. The leads ¿not being real good¿ was reported to be know since (B)(6) 2017 and the ¿settings not available message/ ins not depleting as expect¿ occurred on (B)(6) 2019. No further complications were reported/anticipated. On (B)(6) 2019, additional information was received from the patient reporting that the cause of the settings not available message and the implant battery not draining as fast as expected was on ¿(B)(6), the leads were fractured and the programming box needed reprogramming¿. On (B)(6), the programmer was not working properly again due to the fractured leads. Actions taken to resolve the settings not available message, not being able to increase stimulation and the implant battery not draining as fast as expected was the patient met with a manufacturer representative (rep) on (B)(6) who reprogrammed them. It was indicated that the issues were temporarily resolved, and the patient made an appointment to see a neurosurgeon for the fractured electrodes on either the extension or lead. They indicated that a rep would be at the appointment as well. It was indicated that on (B)(6) the controller stopped again, the patient texted their rep and met them in the hospital. They stated that ¿two more extensions broke, they reset the controller with only two extensions left working now.¿ it was reported that the patient weighed (B)(6) pounds at the time of the report. No further complications were reported/anticipated.